Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/07/2019.

Event description:
The customer reported a touchscreen failure. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
G4: 16jan2020 b4: (B)(6). The field service engineer (fse) replaced the touch screen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 26nov2019. Date of report: 27nov2019. The field service engineer (fse) performed an evaluation and confirmed the reported problem. The field service engineer will replace the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.